Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that unexpected resets occurred intermittently. Customer's blood glucose displayed "high" on the continuous glucose monitor. Elevated blood glucose was addressed with a bolus via the pump and manual insulin injection. Customer reloaded the cartridge and successfully resumed insulin delivery.